Manufacturer narrative:
H3/h6 evaluation - review of production batch records found processing to have met specification requirements. Jjpi has been informed the device will not be returned for evaluation. Additionally, the patient is reported to have allergies to nuts and info presented to jjpi indicates the patient may have ingested nuts in baked goods during training session in which she came in contact with the device. Based on all available info, jjpi cannot confirm the patient's adverse reaction is due to the device in question. Incidence of complaints to be monitored for future occurence.

Event description:
During training session, health care professional "put gloves on and after applying the cast removed the gloves. On removal she found that she had developed a rash. She then had a cast put on her and very soon after removal felt faint and nearly collapsed." According to the hosp, "strong evidence on her arm of a rash where the stockinette and cast were".